Event description:
It was reported that the guidewire distal tip detached. A .035 x 260 cm amplatz guidewire was selected for use in a filter retrieval. During preparation, while the device was external to the patient, the distal tip was observed to be detached.

Event description:
It was reported that the guidewire distal tip detached. A .035 x 260 cm amplatz guidewire was selected for use in a filter retrieval. During preparation, while the device was external to the patient, the distal tip was observed to be detached.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device was inspected and it had the distal tip kinked. It's important to mention that the device was received outside the original pouch and protective hoop. No more visual damages were found in the device. Detailed pictures of the tip damage were taken and it was possible to observed the distal tip kinked. The outer diameter of the distal tip, middle section and proximal section were within specification.